Manufacturer narrative:
(B)(4). Method: the complaint heated breathing tube as part of the 900pt561 airvo heated breathing tube and chamber kit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Result: the customer stated that the heated breathing tube as part of a 900pt561 airvo 2 heated breathing tube and chamber kit was covered by bedding and melted. The customer further reported that the subject heated breathing tube was kinked and the blue circuit clip was not used. Conclusion: damage to the heated breathing tube was caused by it being covered by bedding. It was also noted that the blue circuit clip was not used. All heated breathing tubes as part of the 900pt561 heated breathing tube and chamber kits are visually inspected and undergo functional tests, including soak and temperature, and heater wire resistance. The heater wires are 100% visually inspected using a camera system. The heater wires are also tested for resistance, continuity, polarity and pitch during production. Additionally, a functional test is conducted under load. The subject heated breathing tube would have met the required specifications at the time of production. The airvo system is designed to comply with the electrical safety standard iec 60601-1: 2005+a1:2012. The case is composed of a flame retardant material. The surface temperature of the heated breathing tube is within the limits specified by iso 8185 with regard to hot tube surface temperature not exceeding 44° celsius. There are many safety features incorporated into the airvo to prevent overheating and fire. These include: the heater wires in the heated breathing tube are coated with teflon, completely insulating them from the gas path. The pcb at the [patient] end of hose is over moulded with the thermoplastic polymer polypropylene, ensuring it is excluded from the gas path. The airvo contains a transient current detector, tcd. This tcd is tested on the production line. It is also checked by the control system when the airvo is powering up before each use. An 'over-temperature' sensor will automatically cut power to the motor, heater plate and heater wire if it detects any overheating. The airvo is continuously checks power in the heated breathing tube and disables the heater wire if the measured power is too high. The airvo 2 humidifier user manual provides instructions for cleaning and maintenance including daily and weekly cleaning, followed by schedule for changing accessories, it also states: adding heat, above ambient levels, to any part of the breathing tube or interface, e.g. Covering with a blanket, or heating it in an incubator or overhead heater for a neonate, could result in serious injury. Use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply. "Airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases" "the unit is not intended for life support." . "Appropriate patient monitoring must be used at all times.". The 900pt561 airvo 2 heated breathing tube and chamber kit user instructions show in pictorial format the correct placement of the device and includes the following information: "connect breathing tube clip to patient clothing or bedding." "Never operate the unit if the breathing tube has been damaged with holes, tears or kinks" . "Do not block the flow of air through the unit and breathing tube." "Do not add heat to any part of the breathing tube e.g., covering with a blanket as this could result in serious injury.".

Event description:
A healthcare facility in colorado reported that the heated breathing tube as part of a 900pt561 airvo 2 heated breathing tube and chamber kit was covered by bedding and melted. It was further reported that the patient developed a blister, was provided treatment and the blister is healing. There were no further patient consequences.

Event description:
A healthcare facility in (B)(6) reported that the heated breathing tube as part of a (B)(4) airvo 2 heated breathing tube and chamber kit was covered by bedding and melted. It was further reported that the patient developed a blister, was provided treatment and the blister is healing. There were no further patient consequences.

Manufacturer narrative:
(B)(4). The complaint heated breathing tube as part of a (B)(4) airvo 2 heated breathing tube and chamber kit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of our investigation.